Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient. The tip cover accessory was retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the tip cover accessory to fall.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip cover accessory fell into the patient. It was retrieved without harm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 8/26/2019 and obtained the following additional information: the instrument was inspected prior to use. The tip cover accessory was retrieved laparoscopically during the same procedure. The surgeon believes the tip cover accessory fell due to instrument failure. No post-operative tests were performed to retrieve or check for remaining fragments. There was no injury to the patient.